Event description:
The healthcare professional reported that during a thrombectomy procedure that was targeting a basilar artery occlusion, the physician is a frequent user of the cerebase da guide sheath via femoral artery access decided to use a 90 cm cerebase da guide sheath (gs9090sd / 30745451) in a radial approach. Puncture of the radial artery with an ultrasound probe was performed at 11:15. Radial artery measurement was taken and documented to be 2 mm. The physician introduced the cerebase with his dilator; the physician did not feel any resistance when he pushed the cerebase to the aortic arch. During the procedure, about 7cm of the cerebase was outside the puncture site. For the thrombectomy part of the procedure, the physician used a catalyst¿ 5 da catheter (stryker). At 11:31, it was reported that ¿only one aspiration passage allowed the posterior cerebral circulation.¿ at the end of the procedure, during the removal of the catheters, the physician felt resistance and observed vasospasm. The physician managed to get out 5 to 7 cm of the devices when he once again felt resistance. The physician then proceeded to inject the patient with vasodilators, isoptin and isosorbide. When the physician was able to pull ot the devices, he noticed that the plastic part of the cerebase device was cut. The metal structure of the cerebase device was separated from the plastic structure. The plastic structure was outside of the patient while the metallic part was still inside the patient. The physician went on to use a neuron max® (penumbra) through the femoral artery in order to make distal contact with the cerebase device and with a lasso he tried to pull the distal part of the cerebase device but was unsuccessful. He tried this technique once again on the proximal portion of the cerebase device but was again unsuccessful. The thrombectomy procedure was successfully completed. However, there was a 60-minute delay in the procedure as a result of the issue encountered during the removal of the cerebase. The physician had to call in other surgeons to intervene and help with the complete removal of the cerebase device. The patient experienced dissection of the radial artery without any consequence to the vascularization of the hand. The complaint includes seven (7) images that are pending independent physician review. The complaint also includes two (2) photos of the cerebase device. Additional information received on 21-nov-2022, indicated that the cerebase device is not available to be returned for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during a thrombectomy procedure that was targeting a basilar artery occlusion, the physician is a frequent user of the cerebase da guide sheath via femoral artery access decided to use a 90 cm cerebase da guide sheath (gs9090sd / 30745451) in a radial approach. Puncture of the radial artery with an ultrasound probe was performed at 11:15. Radial artery measurement was taken and documented to be 2 mm. The physician introduced the cerebase with his dilator; the physician did not feel any resistance when he pushed the cerebase to the aortic arch. During the procedure, about 7cm of the cerebase was outside the puncture site. For the thrombectomy part of the procedure, the physician used a catalyst¿ 5 da catheter (stryker). At 11:31, it was reported that ¿only one aspiration passage allowed the posterior cerebral circulation.¿ at the end of the procedure, during the removal of the catheters, the physician felt resistance and observed vasospasm. The physician managed to get out 5 to 7 cm of the devices when he once again felt resistance. The physician then proceeded to inject the patient with vasodilators, isoptin and isosorbide. When the physician was able to pull ot the devices, he noticed that the plastic part of the cerebase device was cut. The metal structure of the cerebase device was separated from the plastic structure. The plastic structure was outside of the patient while the metallic part was still inside the patient. The physician went on to use a neuron max® (penumbra) through the femoral artery in order to make distal contact with the cerebase device and with a lasso he tried to pull the distal part of the cerebase device but was unsuccessful. He tried this technique once again on the proximal portion of the cerebase device but was again unsuccessful. The thrombectomy procedure was successfully completed. However, there was a 60-minute delay in the procedure as a result of the issue encountered during the removal of the cerebase. The physician had to call in other surgeons to intervene and help with the complete removal of the cerebase device. The patient experienced dissection of the radial artery without any consequence to the vascularization of the hand. The product analysis team reviewed the two photos of the cerebase device included in the complaint. The review is documented below. [Photo review]: the two photos were included in the complaint in which one section of the cerebase was shown it was noted that the cerebase is separated into two pieces; the internal braided mesh can be observed. Multiple compressed sections were also noted on the device body near the shaft separation. A review of manufacturing documentation associated with this lot (30745451) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Based on the observed separated condition noted in the photos of the cerebase, the reported issue documented in the complaint was confirmed. The allegation related to the device withdrawal difficulty could not be evaluated based on the accompanying photos. Vasospasm and vessel dissection are known potential complications associated with the use of catheters or with endovascular procedures. A withdrawal difficulty could require the use of significant force. This could result in device separation, dissection, perforation, or other vessel damage and when a catheter breaks into two or more segments, the separated portion could embolize, with the potential for ischemia or infarction. In addition, the patient had to be treated medically with vasodilators and the fragment of the cerebase da guide sheath was not easily removed and required additional intervention. Therefore, this event meets reporting criteria as a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the medical image review completed on (B)(6) 2023 and was received on 10-jan-2023. The medical imaging attached to the complaint file underwent independent physician review. The assessment is documented below. ¿the description in the summary above is clear. There seems to be a separation from the liner and the braided structure of the cerebase. The pictures support this finding. Why the two parts of the catheter separated cannot be deducted from the radiological images and needs to be assessed upon return of the device. The event seems to be triggered by focal vasospasm of the radial artery not responding to medication. This is not unexpected given the description above in which the radial artery measured 2mm on ultrasound, and the cerebase outer diameter being 2.794mm in the distal portion and 2.819mm in the proximal portion. In this situation the cerebase is oversized for the vessel diameter which has the potential for increased risk of multiple complications including but not limited to vasospasm.¿. Physician name and date reviewed: md,(B)(6) (B)(6) 2023. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 06-jan-2023. [Additional information]: on 06-jan-2023, the cerenovus sales representative, provided the following additional information: the procedure was an adapt (direct aspiration first pass technique) case. The device was not snaked (advanced without wire / microcatheter). The vessel as not excessively tortuous or with acute bends. Continuous flush was maintained during the procedure and there was no damage noted on the concomitant neuron max sheath. The information indicated that the 60 minutes procedure delay was considered clinically significant, however, the reason it was clinically significant was not provided. The patient was treated with chemical vasodilation. Factor(s) that may have contributed to the reported vasospasm were the age of the patient and the diameter of the artery. The reported event did prolong the patient¿s hospitalization by a few days. Vasospasm and vessel dissection are known potential complications associated with the use of catheters or with endovascular procedures. A withdrawal difficulty could require the use of significant force. This could result in device separation, dissection, perforation, or other vessel damage and when a catheter breaks into two or more segments, the separated portion could embolize, with the potential for ischemia or infarction. In addition, the patient had to be treated medically with vasodilators and the fragment of the cerebase da guide sheath was not easily removed and required additional intervention. Therefore, this event meets reporting criteria as a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.